Event description:
It was reported the patient alert sounded for high hv lead impedances. The lead had an apparent fracture. The lead was explanted and replaced. Additional information received alleges that the patient "suffered physical and other injury" as a result of the lead. It also alleged the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]. Also alleged was that the patient" has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress". Lead "failure" was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - defib conductor fractured. Full lead returned and analyzed.